Event description:
It was reported that a pump displayed system error 322. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Review of the history log confirmed the ec 322 reported symptom. However, the evaluation was unable to determine the cause. System error 322 will occur when the pump transitions from the door open state to the door closed/set loaded state and the lower link switch does not activate. The upper and lower auxiliary components were replaced as they are known to contribute to the system error 322.